Event description:
Per the repair center: alleged low o2/yellow light, and the key failure was that the manifold valve was stuck. Additional malfunctions are the zip ties and hose clamps were replaced.